Event description:
A malfunction on the pump was reported by the customer, which occurred while the pump was placed on a counter in the bathroom during a shower. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support (cts) to set the malfunctioning pump to storage mode and return it within ten days to avoid billing, using the provided box and label. A replacement pump, including updated software, was sent to the customer, and they were instructed to program their settings and connect their cgm to the new pump. Additionally, the customer planned to use a backup insulin pump to ensure continuity in insulin delivery until the replacement arrived.

Manufacturer narrative:
Updated: d1, d4 serial no., d4 model no, d4 catalog no, primary UDI number, g4, h4.